Manufacturer narrative:
Article citation: article citation: "pet-CT for the staging of breast implant- -associated anaplastic large cell lymphoma;" siminiak natalia; czepczynski rafal; czepczynski rafal; nuclear medicine review; central & eastern europe, (2019) vol. 22, no. 2, pp. 90-91. Initial reporter: facility name: (B)(6) university of medical science. The events of lymphoma alcl-suspected, seroma late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was alcl, fluid collection and infiltration of lymph nodes. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Journal article "pet-CT for the staging of breast implant- -associated anaplastic large cell lymphoma;" reported fluid collection in the left breast. Fluid aspiration was performed and pathomorphology confirmed "bia alcl." Histopathological markers cd30+ and akl- were not reported. Pet-CT examination confirmed "infiltration of lymph nodes in left axillary." The status of the device is unknown.

Event description:
It was later reported that the manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, or corrected data: b.5, d.3.